Event description:
It was reported that: towards the end of a case, the user was in manual ventilation mode and was making an adjustment to the apl valve when the valve separated. The user utilized an alternate ventilation device to complete the case. No pt injury.